Manufacturer narrative:
Additional information: additional information received indicated that this subject has been seen for her follow-up visits, and the surgeon has reported that removing the lens did not get rid of the symptoms the subject was experiencing. The doctor believes that no matter what lens the subject has implanted, due to her anatomy, she will have problems with visual symptoms. It was indicated that the doctor will not be explanting the (left eye) lens. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: not applicable as the lens remains implanted. Reporter email address unknown, information not provided. Reporter phone: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 1-month clinical study visit on (B)(6) 2020, the female patient requested explants for both eyes due to undesirable optical outcome of severe halos and glare that affected patient's daily living (unable to drive in the day time). The patient was unable to perform her life style related tasks and the symptoms impacted her visual acuity. Right eye (od): 20/63. Left eye (os): 20/50. The pre operation monocular best corrected distance visual acuities (bcdvas) were 0.63 decimal for od (equivalent of 6/9.5 or 20/32 snellen) and 0.63 for os. On july 1, 2020 when the complaint was noted, the monocular uncorrected distance visual acuities (ucdvas) were 6/19 for od (equivalent of 0.32 or 20/63) and 6/15 for os (equivalent of 0.40 or 20/50). The monocular bcdvas that day were 6/9.5 for od and 6/9.5 for os (equivalent of 0.63 or 20/32), with additional complaints of blurry and double vision. The left eye remains implanted to date. No further information was provided. The patient had bilateral implants. This report is for the left eye (os). A separate report is being submitted for the patient's right eye (od).